Event description:
A site reported to rxsight that a patient was implanted with a light adjustable lens (lal, sn (B)(6), +19.5d) in the left eye on (B)(6) 2023. Two light treatments were performed on (B)(6) 2023. No further light treatments were completed. Approximately 19 months after implantation, the patient returned to the clinic complaining of blurry vision and visual disturbances. The treating physician noted that the lens had changed due to patient's failure to return for lock-in treatments and elected to exchange the lal with a light adjustable lens+ (lal+, sn (B)(6), +19.5).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).